Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the esc button was hard to press. . The customer¿s blood glucose level was 214 mg/dl at the time of the incident. Customer stated that the insulin pump had blank display. Customer was assisted with troubleshoot and display did return. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. The insulin pump will not be returned for analysis.